Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. Patient medical history was reported to include lower back and leg pain. It was reported that the patient had a pocket revision because the skin over the implantable neurostimulator (ins) was getting too hard. Because of this, the implantable neurostimulator (ins) was buried deeper into the patient during the revision. After the pocket revision, the patient was unable to communicate with the ins when using the recharger and had been unable to charge the ins. The manufacturer representative saw the patient on (B)(6) 2018. Communication attempts with the recharger had been performed in different positions and while applying pressure to the antenna but the issue did not resolve. The patient noted that they were not using the patient programmer and the ins was currently off because the patient was afraid the ins would become overdischarge due to the inability to recharge. Both the clinician programmer and patient programmer were able to communicate with the ins. An antenna locate (al) feature was performed with the manufacturer representative but the issue did not resolve. As they got 60 when lifting the antenna off the patient and only 58 when putting it back on. The al range was 50-58 with an average around 50-54. It was noted that this al number changed more when pressure was applied to the antenna. The patient was not able to get coupling bars. The manufacturer representative used another recharger but the issues did not resolve. Technical services recommended an x-ray be performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative confirmed an appointment was scheduled for (B)(6) 2018. No further complications were reported.